Event description:
Per sales rep: during a case using the gbat system, the trephine severed the muscle of the pt. The muscle was repaired with sutures.

Manufacturer narrative:
Product not returned. Internal investigation in process but not yet complete.